Event description:
It was reported that the stent prematurely deployed in the guide catheter as the delivery system was being advanced to the lesion. The device was successfully removed without any clinical consequence to the patient.

Manufacturer narrative:
Device not returned to manufacturer.